Manufacturer narrative:
Device manufacture date: october 7, 2017 - october 9, 2017 the actual sample was received at the plant for sample analysis. Visual inspection on the returned unit via the naked eye noted no signs of blockage or physical abnormalities that could have caused the reported issue. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be in specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during patient infusion. The reporter stated the expected medication time was 46 hours, the flow of fluid was slow, and the infusion did not finish. There was no patient injury or medical intervention associated with this event.